Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No keypad scrolling anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the numbers on the screen of the insulin pump keep ramping on their own. Customer also reported that she received a button error alarm and is unable to clear it. Blood glucose value is 323 mg/dl. Nothing further reported.